Manufacturer narrative:
H10: the customer biomed confirmed the issue occurred immediately after bevel replacement, during device testing. There was no patient involvement; no harm occurred. The replacement part was ordered and replaced once available. The philips authorized service provider (asp) replaced the speaker assembly and noted the unit passed the performance verification testing. The device was operational after repairs were completed and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: corrected data: the device was not being used on a patient at the time of the reported problem.

Event description:
The customer reported a speaker malfunction. The device was in clinical use when the issue occurred. It was noted that the engineer replaced the speaker assembly and passed the performance verification testing. Additional information has been requested to obtain the operational status of the device.

Manufacturer narrative:
The removed speaker was returned to the philips product investigation laboratory (pil) for analysis. The pil technician visually inspected the component and verified the speaker was physically damaged. Both speaker wires were physically detached from the body of the speaker. The pil technician concluded an external force beyond the physical limitations of the speaker had been induced on the speaker causing the detachment of the speaker wires from the body of the speaker. Due to the physical damage on the speaker, no testing can be performed. The pil tech cannot determine an exact timeline for when the actual damage of the speakers occurred. The pil technician suspects the damage to the speaker may have occurred during field change order (fco) remediation. G1 - contact information and contact office entity are updated.